Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high pacing impedance. The physician attempted to replace the lead, but was unsuccessful due to patient anatomy. The original lead was reconnected to the device and programmed back to original settings. There were no patient consequences.